Manufacturer narrative:
The lens was returned. Blood and viscoelastic are dried on the lens. One haptic tip is broken. The root cause for the reported complaint cannot be determined by the product evaluation. A malfunction has not been indicated or information provided that the lens was the cause of the event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints in the lot. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that an intraocular lens (iol) did not center correctly in the patient's eye. In a follow up, it was clarified that during surgery the surgeon couldn't get lens seated as he would prefer and through manipulation within the eye, there was a "bleed" which hindered the surgeon's view. Because he couldn't see well at that point, he opted to remove the lens and wait to implant another lens at a later date. Additional information was requested.